Event description:
It was reported there was a warning for the right ventricular (rv) lead having unipolar impedance of 188 ohms. It was noted there had been a recent device change, that the chronic rv lead had impedances in the 200s since initially implanted and the rv lead was not used much by the patient. Also, the rv lead threshold had increased following the device replacement. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.